Manufacturer narrative:
Update on 04/08: the device was sent to a philips authorized repair facility for further evaluation diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. Speaker produced audible sound. Based on the information available and the testing conducted, the evaluation could not confirm the customer's alleged malfunction. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was speaker malfunction at the time of the event. The speaker has been replaced per current process. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customer who reported the telemetry did not alarm properly. The rse checked logs with clinical application specialist, and it seemed that telemetry should have alarmed. The device logs were sent to an internal product support engineer (pse) for further investigation. Investigation results: patient was on cardiac care unit, was moving around with mx40 tele device. Nurses could see from picix (central station) that there were extra beats from ventricle. System gave no alarms. ECG strips were provided. The logs were reviewed by product support engineering and research and development engineers. The provided ECG strips and logs were reviewed by the clinical product specialist and the ECG algorithm engineers. ECG strips reveal beats are labeled n (normal) and s (supraventricular), not v (ventricular). The hr alarm limits were 120 and 40 per the audit log. (Excerpt below) the supraventricular tachycardia (svt) alarm is on and the vtach alarm was on. Workflow from the customer: it is an intensive care unit; they always start with the mx800. When the patient is ready for rehabilitation (walking etc) they add the mx40 from picix. To switch the ECG cables from the mx800 to the mx40 - they have separate cables that are not compatible for both devices. So they take the mx800 cables off, add the mx40 cables and the system recognizes the ECG source and switched to that what is giving the signal. On the mx800 an ECG lead off inop is indicated by a c2, c5 only when a 6 or 10 lead cable is used or when the easi lead placement method is applied. The strips provided from the mx40 indicate that a 5 lead cable was in use as the v lead is a single v lead without the number. Pse log review: the logs indicate the mx40 associates, monitoring begins and starts an own-bed overview session at 16:27. No abnormalities detected in the log review of the pic ix. The mx40 was added to the sector at 16:27:19 which synchronized the current settings from the mx800 with the mx40. Svt limits were hr 180 and svt run 5, vtach limits were hr 100, when the clinical user switches the ECG source between the two monitors, the arrhythmia algorithm initiates a relearn so that beat classification and hr calculation can continue. There was also an ECG leads off for > 60 seconds. From mx40 IFU 4535 649 31761 pg. 74. Relearning: whenever there is a "leads off" condition for more than 60 seconds, the arrhythmia algorithm performs a relearn using the available leads. Warning: since relearn happens automatically, if learning takes place during ventricular rhythm, the ectopics can be incorrectly learned as the normal qrs complex. This can result in missed detection of subsequent events of v-tach and v-fib. For this reason, you should: 1 respond promptly to any technical alarm. 2 ensure that the arrhythmia algorithm is labeling beats correctly. First strip provided on (B)(6) 2025 17:18:57 ¿ beats are labeled n, paced (p), p, p, p, p, p, p? N, s, s, s. The? Beat indicates a beat the system hadn't seen before, this is followed by n and s. As the beats are not labeled v, they would not have triggered a vtach alarm. Svt limit was set to hr of 180 with svt run 5. This alarm criteria was not met. Clinical users can view the beat labels at the pic ix or on the mx40 and initiate a relearn manually or change the lead to single lead analysis for arrythmia optimization in these cases. Pic ix 4.3 IFU 4536 650 96931 pg 136. Ensuring accurate arrhythmia monitoring for accurate arrhythmia monitoring, make sure the ECG waves are optimized for arrhythmia. Monitoring by performing the following steps: 1 select the optimal lead at the bedside monitor or at the information center. 2 review the arrhythmia alarm limits in the measurements application. See ¿arrhythmia¿ on page 8-9. 3 verify that the patient¿s paced mode setting is accurate, and change it if necessary. See ¿monitoring paced patients¿ on page 7-24. 4 use the ECG analysis application to troubleshoot ECG. See ¿ECG analysis application¿ on page 7-12. Aberrantly conducted beats: it is difficult and sometimes impossible for a monitoring system to distinguish between an aberrantly-conducted supraventricular beat and a ventricular beat. If the aberrant beat resembles a ventricular beat, it is classified as ventricular. You should always select a lead where the aberrantly-conducted beats have an r-wave that is as narrow as possible to minimize incorrect calls. Ventricular beats should look different from these ¿normal beats.¿ instead of trying to select two leads with a narrow r-wave, it may be easier to just select one lead and use single-lead arrhythmia monitoring. Extra vigilance is required by the clinician for this type of patient. In this strip, the beat labels were p, p, p, p, p, a (artifact), n, n, s, n, s, s, n, n, p, p. The ECG morphology has subtle changes mostly in the v lead causing the svt run not to be met. Although there is a 6 beat run of beats labeled s in this strip, the rate is not consistent. The hr on the strip is 68, although the beat run may have 2 beats labeled s with a hr >180, the rest of them are under 180 and would not meet the svt alarm criteria. The specifications for hr calculation in the mx40 is found on page 167 of the mx40 IFU. This strip shows the beats are all labeled n not meeting the svt or vtach criterion. The clinical staff noticed the extra ventricular beats and switched the patient back to the mx800 at 17:48:10 on (B)(6) 2025. The ECG leads were switched from 5 lead on mx40 and back to the leadset for the monitor which is using more than one v lead on the patient. Switching the ECG source back to the monitor initiated a relearn. A non-sustain vt announced at 17:48:49 followed by a vtach at 17:48:51. On (B)(6) 2025, hospital clinical engineer retested the mx800 switching to mx40 and all alarms worked on both devices as expected. Based on the information available in the case, the philips rse/pse, and device logs, the cause was the user switching from the ECG source between the two monitors. The arrhythmia algorithm initiates a relearn so that beat classification and hr calculation can continue. There was also an ECG leads off for > 60 seconds. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the telemetry device has not alarmed on ventricular tachycardia (vt) arrhythmia. The device was in use on patient at time of event, there was no adverse event reported.